Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during a shoulder cuff repair surgery, the anchor of the healicoil sa broke while it was being screwed in. The patient's bone quality was normal, and the site was cleared of all debris prior to the insertion of the anchor. All the pieces were removed using tweezers. The procedure was completed with a non-significant surgical delay using a back-up device in the originally drilled hole. There was no void left in the patient, and no further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed the device is not in its original packaging. The insertion device was returned with no suture or implants returned. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that that the tensile strength has been established. Also, material certificate of analysis (coa) is required for raw material. A clinical review states the IFU does caution that ¿excessive force during insertion can cause failure of the suture anchor or insertion device. Bone must be adequate to allow proper placement of suture anchor. Breakage of the suture anchor can occur if insertion sites are not properly prepared prior to implantation.¿ the root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a shoulder cuff repair surgery, the anchor of the healicoil sa broke while it was being screwed in. The procedure was completed with a non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).